Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye in a secondary surgical procedure due to patient complaint of seeing halos all the time. A replacement lens of different model dib00 (+21.5 d) was used. There were no medical/surgical interventions required and no delay was reported. Patient outcome was reported to be unknown as the patient went back to referring doctor. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate date is between may 11, 2020 and jul 6, 2021. Concomitant medical products: platinum inserter, lot unknown and platinum cartridge, lot unknown. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information received indicated that the patient is white, non-hispanic and that their symptom, halo issue first noticed on (B)(6) 2021 post-op day one (1). That the intraocular lens (iol) was taken out and a monofocal iol was put in. There was no patient injury reported. The patient was happy and was not seeing any halos. The following fields were updated accordingly: section b3: date of event: (B)(6) 2021. Section a5: ethnicity: not hispanic. Section a5: race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that "additional information" box of the "h2" field in the supplementtal MDR report #1 was inadvertently not checked which it should have; therefore, the information has been corrected in this supplemental MDR report. Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 31, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.